Event description:
Per provider the valve is stuck. Per the virginia medicalstatement the unit is alarming or red light. The valve is stuck. The poppet valve is not shifting. The heat exchange is leaking. The sieve tubes are leaking and the power switch short circuit. The tubing is leaking the clamps are leaking.